Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip caught in the chordae, causing the chords to rupture. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4. There was a torn chord noted pre-procedure. The clip delivery system (cds) was advanced to the mitral valve and grasping was performed with some difficulty and the clip got caught in the chords under the anterior leaflet. Standard troubleshooting maneuvers was used to remove the clip from the chordae. It was observed an additional chord was torn with interaction of the clip. The clip was able to be deployed on the leaflets, and treat some of the torn chords, but mr remained at 4. It was a very difficult case and there was some challenge with imaging due to the location of the defect. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the available information, a cause for the reported difficult leaflet grasping and difficult to remove could not be determined. The reported unspecified tissue injury appears to have been an outcome of the reported difficult to remove. The reported unchanged mitral regurgitation (mr) and poor imaging appear to have been results of challenging patient anatomy. The reported patient effects of tissue damage and unchanged mr, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.